Manufacturer narrative:
The investigation is in progress. A sample has been received for eval. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that during fluid/air exchange, the air did not come out during surgery. The surgeon tried to proceed with high pressure and an active vacuum but was not successful. The surgeon then injected the air with a syringe to complete the procedure with no harm to the pt.